Event description:
The ventilator was removed from the pt because the ventilator delivered 9% o2 higher than set. There was no pt injury. The o2 alarm was activated. The biomed isolated the problem to the o2 module.